Event description:
Customer alleged the legs are bent. No injury alleged.

Manufacturer narrative:
(B)(4). The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's sister called and stated that the legs on the consumer's 6240-5f walker are bent. She is not aware as to how they became bent. No injury alleged.